Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device hot to touch.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. External investigation of the device shows nothing of note. Pil was unable to power on device. The error log was unavailable and care orchestrator data was also unavailable due to the thermal damage of the pca. Pil then disassembled the device and found the thermal damage on the pca, due to water ingress on the pca pil concluded that the water ingress on the pca caused the thermal issue that caused the device to overheat.